Manufacturer narrative:
Four customer samples with the same lot number as the actual device were pressurized, leak tested for leakage in tubing. No defects identified. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. CAPA (B)(4) has been opened.

Event description:
It was reported that the 23 g x .75 in. Bd vacutainer® push button blood collection set leaked by the wings during a blood draw. There was no serious injury or medical intervention reported.